Manufacturer narrative:
According to available information, this lead and device remain implanted and in service. When additional information becomes available, this event will be updated.

Event description:
During a follow up visit, it was determined that triad configuration had been programmed and was the result of the out of range impedance measurement. Dft testing was successful and subsequently normal shock impedance measurements were obtained.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post implant, this right ventricular lead and device displayed high out of range shock impedance measurements. An internal technical service (ts) consultant was contacted for their recommendations. Reportedly, defibrillation threshold (dft) testing was performed, however, the results were not available as of this time. Further system integrity was recommended. As of this time, this lead and device remain implanted and in service. No adverse patient effects were reported.